Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci internal monitoring program. The customer indicated that one (1) erroneously low glucm sample was noticed when running in critical rerun mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call and complain to bci about this sample. The patient's glucose results yielded 53 mg/dl and 68 mg/dl in critical rerun mode. Reruns on an alternate instrument yielded 59 and 59 mg/dl and was reported. The customer's criteria is 8 mg/dl difference if recovery is less than 110 mg/dl and 12 mg/dl difference if above 110 mg/dl recovery. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.

Manufacturer narrative:
The sample was collected in the primary tube and was clear in appearance. No indication of calibration or qc problems. No service call was generated or requested. Internal analysis of data received from the sample appears to show a sample integrity issue but root cause cannot be confirmed.